Event description:
Revision due to dislocation. The glenoid componet was found dislodged.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both part and lot number combinations. Although the complaint is non-verifiable, provided information states, the surgeon believes the patient may have fallen. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.